Event description:
The iol was explanted when the haptic tore off. Patient prognosis is good.

Manufacturer narrative:
This is one of the first times (B)(6) is using the isert. (B)(6), nurse at (B)(6), believes the haptic issue may be user-related and not product-related.